Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08715 inches. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose is 350 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer report customer does not allege pump was under delivering. The customer state that drive support cap appears normal. The insulin pump will be returned for analysis.